Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported when the flow sensor is connected to the vela ventilator, it blocks out any reaction on the touch screen making the touchscreen non-responsive. The customer reported there was no patient involvement associated with this event.